Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient had a right hip revision surgery due to dislocation.

Manufacturer narrative:
An event regarding trident liner involving instability and dislocation was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "there are two different primary harms involved. The first being related to metal ion release presumably from the modular taper junction of the neck and body of the rejuvenate stem. The second being instability following revision tha. There is insufficient documentation presented to complete this assessment." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the consulting clinician concluded instability following revision tha. The root cause couldn't be determined as the sufficient information was not available. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had a right hip revision surgery due to dislocation.